Event description:
The iab was inserted into the pt on 1/1/98. On 1/3/98, blood leaked in the catheter with "check iab" alarms sounding from the sys 90t pump. (Event complications: none from the event-reported 1/7/98.) (Pt's current status: unk-rpt'd 1/7/98.)